Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage testing, clamp function testing and device-device interaction testing were performed with no issues noted. A short simulated therapy was successfully performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette leaked from the seams of the cassette. This occurred during priming in peritoneal dialysis therapy. The patient was not connected at the time of the leak. The solution leaked out from the door of homechoice device. The patient was able to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.